Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issue of it displaying the high peep (positive end expiratory pressure) alarm was confirmed. The asp replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the efm.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was displaying the high peep (positive end expiratory pressure) alarm. There were no reports of patient use associated with the reported issue.